Manufacturer narrative:
(B)(4) - occlusion is labeled in the IFU. No product or images were returned to assist with this investigation. This product line has addressed all designed control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the end user. Each device is sent with an IFU, which describes the indications for use, warnings, precautions, correct product sizing instructions, and the proper deployment sequence. Specific to this case the instructions for use for the main body graft state: "inaccurate placement and/or incomplete sealing of the zenith aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduced the risk of renal failure and subsequent complications." The main body IFU also provides detailed instruction on proper placement of the suprarenal stent in order to maintain patency of renal arteries, the proper deployment sequence for releasing the top cap, and deployment of contralateral and ipsilateral legs, and provides guidelines for proper anatomical requirements. In addition, the IFU provides instructions on performing angiography prior to top stent deployment to verify the position of the graft with respect to the renal arteries. Stating: "if necessary, carefully reposition the covered portion of the endovascular graft with respect to the renal arteries. (Repositioning can only take place over a small range of distance at this stage.)" The failure mode assigned to this case is deployment. This failure mode was determined based on the provided event description. A definitive root cause cannot be determined or reported at this time. We will continue to monitor for similar complaints. The appropriate internal personnel have been notified. No further risk reduction activities are required per qera, the risks remain at an acceptable level.

Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for the endovascular repair. Proximal neck length was 30mm. The procedure was conducted with following package insert except that suprarenal stent was deployed before contralateral iliac wire guide placement. Contrast dye was delayed to reach in right renal artery when final angiography was taken. Another MFR's stent was placed in the right renal artery with brachium approach, and angiography was successfully taken in the right renal artery. The pt had a favorable outcome.